Manufacturer narrative:
Updated sections: b5, g3, g6, h2, h6 type of investigation.

Event description:
It was learned through implant patient registry and investigation that a patient with a 29mm 6900p mitral valve was explanted after an implant duration of 10 years, 4 months due to calcification with pannus. The explanted valve was replaced with a 29mm 11400m valve. Per medical records, the patient underwent redo-mvr with 29mm mitris valve and tv repair with a 28mm annuloplasty ring. The mitral and tricuspid valve appeared competent without regurgitation. Cpb was weaned and was connected back to ECMO. However, there was lack of pulse pressure with volume loss and the tee was showing clot forming around the mv. Heparin was given and impella was placed to increase the flow through the mv. The mv was opening better but not fully, so ECMO was converted to rvad with improved mv motion. The patient was in recovery post procedure. The patient expired pod#6. Per md, the explanted device caused or contributed to the patient's death.

Event description:
It was learned through implant patient registry and investigation that a patient with a 29mm 6900p mitral valve was explanted after an implant duration of 10 years, 4 months due to calcification with pannus. The explanted valve was replaced with a 29mm 11400m valve. The patient was in recovery post procedure. The patient expired pod#6. Per md, the explanted device caused or contributed to the patient's death. Per additional information, mitral valve stenosis caused heart failure with reduced ef. The patient underwent redo-mvr complicated by thromboembolism. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11. Additional narrative. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years.